Event description:
As reported in a literature published by the society for cardiovascular angiography and interventions (scai) an 88 y/o male who presented with severe paravalvular leak (pvl) and heart failure symptoms after the implantation of a 26 mm sapien valve. 2 vascular plugs were implanted 238 days post tavr. The patient¿s aortic annulus diameter measured 22mm by tee. At discharge the pvl severity was mild.

Manufacturer narrative:
Please reference the following article for the information mentioned on this report: "low profile vascular plugs for paravalvular leaks after tavr". This is one of six reports being submitted for this article. Please reference: patient 1: manufacturer report # 2015691-2013-20010, patient 2: manufacturer report # 2015691-2013-20012, patient 4: manufacturer report # 2015691-2013-21584, patient 5: manufacturer report # 2015691-2013-21585, and patient 6: manufacturer report # 2015691-2013-21586.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, pannus, calcification, and support structure deformation (out-of-round configuration). Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause of the sapien valve worsening pvl (article patient #3) cannot be confirmed; however, per report a vascular plug implant was performed with good results. It appears that the pvl was caused as a result of a lack of appropriate sealing of the valve to the target site which can occur due to patient factors (e.g. Native aortic annulus calcification and/or out-of-round configuration). The valve remains implanted in the patient. There was no allegation or indication that the reported event was related to a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.